Manufacturer narrative:
Site dr (B)(6) declined to provide patient information the trackers were discarded by the site and will not be returned to manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon performed tracer registration using a patient tracker and an instrument tracker. Device movement was recognized horizontally when they were traced vertically and alleged to have caused the registration to fail. The condition remained the same after a system re-start. When the issue occurred, an incision had already been made on the patient. The surgeon opted to discontinue the use of the navigation system. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. The trackers were discarded by the customer.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. Unable to replicate reported event.